Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to moisture damage on force sensor resistor. No motor error alarm noted. The motor was tested outside of the device and passed. The insulin pump passed displacement test, self-test, and error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, and minor scratches on display window noted. The insulin pump was inspected with no cracks on end cap noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error and for a compromised force sensor resistor. The customer did not recall the blood glucose reading at the time and treated with a manual injection. The drive support cap appeared normal. She declined to troubleshoot for the high blood glucose. She was not able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.